Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No ramping numbers or scroll bar moving with no input noted. Unable to test for failed battery test alarms due to no button response. No missing segments/partial display noted during testing. The device had a broken belt clip slot, cracked battery tube threads, reservoir tube lip, scratched reservoir tube window, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.